Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-31343, 1627487-2020-31344 and 1627487-2020-31346. It was reported the patient's right occipital placement lead was re-positioned due to erosion. Surgical intervention addressed the issue. Note: it was undetermined which lead was the right occipital, therefore, all possible devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-31343, 1627487-2020-31344 and 1627487-2020-31346.